Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported communication could not be established between the patient's ipg and multiple external devices. The patient currently does not have stimulation and the ipg was last charged approximately two months ago. Surgical intervention will take place to address the issue.